Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer had an alternate pump for insulin therapy. The customer also had manual injection supplies available.